Event description:
Complainant alleged that during routine shift check by a clinician the device displayed "ECG off" on monitor screen in lead 1, lead 2, and lead 3. The complainant indicated that there was no patient involvement in the reported failure.